Manufacturer narrative:
Additional information added to: b5.

Event description:
It was reported that the pca tubing set's y-site female luer cracked and leaked. There were no adverse effects caused to the adult patient or staff from the event.

Manufacturer narrative:
Correction: b4 and g4; revised cfn and global reportability aware date from (B)(6) 2020 to (B)(6) 2020.

Event description:
It was reported that the pca tubing set's y-site female luer cracked and leaked. There were no adverse effects caused to the patient or staff from the event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age, name. Weight and date of event, were requested but not provided.

Event description:
It was reported that the pca tubing set's y-site female luer cracked and leaked. There were no adverse effects caused to the patient or staff from the event.